Manufacturer narrative:
Additional information was received by smiths medical on 18 nov, 2019. The reported event occurred on 11 oct, 2019 with no patient present. It occurred after use. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection and sensor/functional testing were performed. The customer reported concern could not be confirmed. According to the investigation, air in line sensor operated as expected during testing. No further actions required at this time.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed air in line. There were no reported adverse events.